Manufacturer narrative:
This report is submitted on 26 oct 2020.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2019. This report is submitted september 20, 2019.

Event description:
Per the clinic, the patient experienced an infection which was treated with antibiotics (unknown type) at the implant site 4 months after implantation. The patient was hospitalised and a skin flap rotation was performed on two (2) occasions. The implant remains in-situ.